Event description:
This is filed to report tissue injury requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. There was atrial dilation and a regurgitant jet along the entire length of the valve. One xtw clip was successfully implanted in the central region and the regurgitation was reduced. A second clip was implanted but the regurgitation increased and there was a ruptured chord. The second clip stabilized the broken chord, but the mr was not reduced. A third clip was implanted to stabilize the ruptured chord in the lateral commissural region. The reduction in regurgitation was minimal and there was a small hemodynamic improvement. Three clips total were implanted and the mr remained a 4+. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported mitral regurgitation appears to be a cascading effect of the reported tissue injury (ruptured chord). However, a cause for the tissue injury cannot be determined. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.